Event description:
The customer reported that the jaws of the device would not open during the procedure. The device was not applied to pt tissue at this time. The surgeon noted that the pt suffers from diverticulitis and the jaws had been on excessively thick tissue. There was no blood loss or pt injury. The device was returned to covidien and visual inspection discovered that half of the clear insulation was missing. The site was contacted and they were unable to confirm if the insulation dislodged in or out of the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.